Event description:
Two heartstring seals were received by guidant cardiac surgery on 8/19/2003. One seal was received cracked and the deployment tube is bent. The second seal is cracked and unraveled from the end. No other info was reported by the distributor. There was no pt involvement reported.